Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during machine set-up, and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The actual device was not evaluated by fresenius personnel and no parts were returned for manufacturer analysis, therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A user facility reported a saline bag back filled during setup mode. A patient was not connected to the machine at the time of the incident. There were no occlusions to the drain. The drain line and the drain height were within specification. Attempts to obtain machine repair status have been unsuccessful to date. No further information has been made available.